Event description:
It was reported that the right ventricular (rv) lead and the atrial lead dislodged. Upon inspection, it was noted that the rv lead had been "stitched through the insulation". The rv lead was explanted and replaced. The atrial lead was repositioned and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the outer insulation was breached cut. The outer insulation was also melted and the helix/lobe was distorted/bent. There was also apparent explant damage.